Manufacturer narrative:
An event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The surgeon performed a right hip revision on (B)(6) 2017, same as awareness date. Original date of surgery was (B)(6) 2017. Reason for revision is infection. Right hip. Company rep reported that the surgeon did not indicate any patient or device related factors that led to this infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/+4; cat# 6570-0-228; lot# 50199502, osteonics univ. Distal spacer; cat# 1067-0010; lot# n925nj, accolade c cs 127 nk; cat# 6057-0537d; lot# y950d7, restoration (tm) adm. Cup w/ha; cat# 1235-2-481; lot# g5798978, simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# 627ba883fx, simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# 627ba883fx, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The surgeon performed a right hip revision on (B)(6) 2017, same as awareness date. Original date of surgery was (B)(6) 2017. Reason for revision is infection. Right hip. Company rep reported that the surgeon did not indicate any patient or device related factors that led to this infection.